Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The old rv capped lead was explanted for unknown reason. The patient was in stable condition.

Manufacturer narrative:
The reported event was insufficient information. As received, a partial lead was returned in two pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found multiple external insulation abrasions breaching the outer insulation exposing the outer coil at the distal region. The cause of external insulation abrasions is consistent with friction to another device or features of the heart. No further anomalies were detected.